Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was found to be scratched. Additional information was received stating crack was noted on intraocular lens implantation, but ultimately decided to leave intraocular lens implanted based on location of crack. There was no patient harm reported. Patient's symptoms were resolved. There are four medical device reports associated with this complaint. This report is 4 of 4.

Manufacturer narrative:
Additional information provided in e.1., h.3., h.6. And h.10. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).